Event description:
It was reported that there was noise observed on the electrogram and that there were episodes of false asystole observed in the implantable loop recorder device. It was further reported that the false asystole episodes were suspected to be due to a loss of contact of the electrodes. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis found no anomalies. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received, analyzed and undersensing was found.